Event description:
It was reported that the pulse generator exhibited low sensing and capture thresholds of 7.5 v, 1.5 ms. The lead tested normal with the pacemaker system analyzer and worked with the new pulse generator. The patient's condition was "good" before and after the event.

Manufacturer narrative:
No medwatch form was received.